Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the device was received at the repair center. (B)(6). (B)(4). A fuse scope was received for analysis. A functional evaluation was performed and it was found out that static is present in the image when the scope is angulated, indicative of a charge-coupled device (ccd) internal wiring failure. Since the image issue is confirmed due to internal wiring failure, the assigned investigation conclusion code for this complaint is designated as cause traced to component failure. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint.

Event description:
It was reported to boston scientific corporation that a fuse c38s slim colonoscope - r was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the scope whited out. The anatomy of the patient was not visible when the scope whited out. The procedure was completed with another fuse c38s slim colonoscope- r. There were no patient complications reported as a result of this event.